Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) canada alleging his onetouch verio iq meter powered off when attempting to access the ''my history'' feature to review past meter reading(s). When the subject meter was powered back on, the patient reported it reverted to the setup mode. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call to the patient. The patient reported that the alleged issues occurred on the afternoon of (B)(6) 2012 (at approximately 3:30pm). The patient stated he attempted to test his blood glucose per his regimen; however, was unable to perform a blood glucose test due to the subject meter reverting to the setup mode instead of testing mode. The patient is on insulin pump therapy. The patient reported to the csr that because he was unable to test he did not take his regular dose of insulin. However approximately 15-30 minutes after the alleged issues began he developed symptoms of feeling shaky, sweaty and irritable. The patient associated the symptoms with a low blood glucose. The patient reported that the symptoms abated ½ hour after having eaten dinner and having decreased his basal rate by 0.2u. The alleged product issue remained unresolved at the time of the call. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after he was unable to test his blood glucose with the subject meter due to it reverting to the setup mode.

Manufacturer narrative:
(B)(4). The meter involved with this complaint has been returned ; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k110637.

Manufacturer narrative:
(B)(4), the description should have read - the meter passed visual inspection; however the error was replicated and confirmed.